Event description:
The facility representative reported a flo-gard infusion pump with an f-49 error code. This condition was found during programming/setup of the device in the intermediate 3 care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement; however, they stated that patient injury or medical intervention is unknown. No additional information is available.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with diagnostic failure code 49 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a malfunction in the real time clock. The device configuration option settings, date and time were all reset to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.